Manufacturer narrative:
After clarifying information with the spnc representative, he stated that the aware date for this complaint was 8/22/2017, not 8/29/2017 as was first reported. This follow up is being submitted to correct the date of this report to accurately reflect the aware date of 8/22/2017.

Manufacturer narrative:
Patient date of birth, age, sex and weight unavailable from the facility. Device evaluation: device was returned with handle in the midway position. Handle able to be pulled back but does not progress forward past halfway point. Blades do not rotate nor extend. When opened, sleeve is not aligned with barrel. When disassembled drive system rotates and extends as expected. Sleeve was unable to be rotated by hand relative to barrel. No visible deformation of the barrel found. Biological material found attached to external area of lead. Material does not break apart when pinched between finger and nail; this made ID larger than sub c. Jacket is intact and is adhered to the shaft.

Event description:
During a lead extraction case, the physician was using an 11f tightrail device. During the extraction, the lead got stuck in the shaft of the device. Both the tightrail device and the lead were removed together. The procedure was completed and there were no reported patient injuries. This is being reported because if this event was to recur, could cause or contribute to a patient serious injury or death.